Manufacturer narrative:
Medtronic rep brought in portable inav sys to compete case as site was having issues with the monitor on the tria sys. Surgery competed with no impact on pt outcome.

Event description:
A medtronic rep reported intermittent tracking issues during a biopsy procedure. The biopsy was taken successfully and there was no impact on the outcome of the pt as a result of the event.